Event description:
It was reported that: incident occurred on (B)(6) 2024. Female patient. Patient easy to intubate, young and in good health. Mechanical ventilation difficulties during surgery. Ineffective fresh gas delivered and increased insufflation pressures. Beginning of desaturation. After investigating the causes, the intubation tube was changed as a matter of urgency. The intubation tube was kinked. At the equidistance from the glottis and the corner of the mouth, at the level where the cuff inflation tubing starts. There was no respiratory distress, and the catheter was changed quickly, but she will have a sore throat.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: incident occurred on (B)(6) 2024. Female patient. Patient easy to intubate, young and in good health. Mechanical ventilation difficulties during surgery. Ineffective fresh gas delivered and increased insufflation pressures. Beginning of desaturation. After investigating the causes, the intubation tube was changed as a matter of urgency. The intubation tube was kinked. At the equidistance from the glottis and the corner of the mouth, at the level where the cuff inflation tubing starts. There was no respiratory distress, and the catheter was changed quickly, but she will have a sore throat.